Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular lead had high impedance and the superior vena cava (svc) portion of the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076, implantable pacing lead, (B)(6) 2007. (B)(4).